Event description:
Patient underwent vns therapy system replacement surgery due to a broken lead. It was reported that the patient was choked, resulting in breakage of the lead wires. Both the lead and generator were replaced. The lead will reportedly not be returned to manufacturer for analysis. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.